Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6), of peritonitis in a patient coincident with extraneal and physioneal therapies for automated peritoneal dialysis (apd). It was not reported if pd therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. Diagnostic and treatment information was not provided. The patient remained hospitalized. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.